Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical was able to confirm and duplicate the issue it was found that the tube could be easily detached from the fitting, as indicated by the customer. This is a known issue that has subsequently been resolved with eco 104453, CAPA 000000980. The circuit assembly was discovered to be manufactured prior to the activation of eco. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator circuit disconnected while on a patient. Intervention was done to prevent patient harm. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that the issue most likely resulted from heat and oscillation that loosened the connector tube. They then investigated all of their stock and discovered that the majority of it had the same issue, where the connector tube could be removed with ease by hand. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.